Event description:
It was reported that pump quick bolus and wake button did not function as expected. There was no reported impact to the customer¿s blood glucose level. Caller declined troubleshooting, and no corrective actions or additional support steps were documented, so no additional information was received regarding the outcome of the event.